Manufacturer narrative:
Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the service log found the customer comment of telemetry issues was confirmed. It was also noted that the mobile programmer application crashed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application displayed dots on the electrograms (egm). It was noted that it was not possible to create thresholds as a result of the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h2 fdr/annex c code correction: h2 fdc/annex d code correction: product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the service log was able to confirm the customer comment that the mobile programmer application displayed dots on the electrograms (egm). Analysis also determined that the mobile programmer application crashed and lost connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.